Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ed trauma remote manager was loose and causing drawer failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager had repeated failures. A field service engineer (fse) found that the hasp was not sitting flush due to the lip on the refrigerator¿s glass door. The hasp was replaced, but the customer was informed that the issue may reoccur because the underlying cause is the fridge door lip, not the hasp itself. The unit was rebooted and verified as fully functional through the hardware test application, and the escort successfully completed multiple inventory actions without issue. The system functioned as intended after the field service engineer repaired the device.